Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) snagged on tissue and stretched. The lp was removed and replaced. The patient was discharged following the procedure.